Event description:
It was reported that the patient died shortly after their procedure of being scanned for an MRI, and it was rumored that the patient was not supposed to have an MRI per the manufacturer's labeling. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).